Event description:
It was reported the patient's left hip was revised due to infection. All implants were removed. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#exeter v40 stem 50mm no1l125 ; cat#0580-3-501 ; lot#unknown. Device name#delta v-40 ceramic head 36/+2,5 ; cat#6570-0-536 ; lot#unknown. Device name#unknown tridentii shell size 52 ; cat#unk_jr ; lot#unknown. Device name#6.5 cancellous bone screw 20mm ; cat#2030-6520-1 ; lot#unknown. Device name#6.5 cancellous bone screw 30mm ; cat#2030-6530-1 ; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.